Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was having severe pain with feeling of tingling and electrical shock on left forearm post implant procedure prior to discharge. The physician decided to move the left lead from c2 to c3 with no improvement of symptoms post procedure. The patients left lead was explanted and was kept by the medical facility. The pain was still present postoperatively thus the patient was given dose of steroids.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was having severe pain with feeling of tingling and electrical shock on left forearm post implant procedure prior to discharge. The physician decided to move the left lead from c2 to c3 with no improvement of symptoms post procedure. The patients left lead was explanted and was kept by the medical facility. The pain was still present postoperatively thus the patient was given dose of steroids.

Event description:
It was reported that the patient was having severe pain with feeling of tingling and electrical shock on left forearm post implant procedure prior to discharge. The physician decided to move the left lead from c2 to c3 with no improvement of symptoms post procedure. The patients left lead was explanted and was kept by the medical facility. The pain was still present postoperatively thus the patient was given dose of steroids. Additional information was received that the patient was doing well.